Event description:
The customer reported that when the device was tested in the ER. It was noted that the battery was not charging. There is no indication of pt involvement.

Manufacturer narrative:
(B)(4).